Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during the rewind and prime sequence. He tried to rewind after receiving the alarm but the insulin pump was stuck in the prime rewind. Insulin was shooting out during the priming sequence. Customer's blood glucose level was 175 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.